Event description:
It was reported, that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD)b exhibited premature battery depletion. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. As received, the device was at end of service (eos). A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.